Event description:
It was reported that blood leakage was observed from the connector during use. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed blood residue visible on the thermistor connector. A slit, which entered into the thermistor lumen, 0.19 inches in length, at the 12.5 centimeter area (distal of thermal filament) was observed.